Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks due to oversensing. A device check showed increases in rv sensing and rv impedance. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.